Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient could no longer hear their ring or any alerts on the g5 application. No medical intervention was reported. Additional event or patient information is not available. Data was not provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.